Event description:
Revised a cup and liner due to pain the patient had. The original surgery was (B)(6) 2016 with the original tritanium cup. It was noted on the x-ray there appeared to be a halo. Upon extraction surgeon noted there was mostly fibrous ingrowth. Original stem was a mini stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.